Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that cardiosave intra-aortic balloon pump (iabp) a loop leak alarm during use. There was no patient harm or injury.

Event description:
N/a.

Manufacturer narrative:
Upon further review, it was determined that the failure mode involved in the event did not lead to and does not have potential to lead to the outcomes of a serious incident. Please cancel mfg report number 2249723-2026-0000343 in your database.